Manufacturer narrative:
Sientra complaint #: (B)(4). At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Bilateral capsular contracture, baker grade unknown, right side and MRI indicated rupture, side unknown.

Manufacturer narrative:
Tiger aesthetics medical complaint #: (B)(4). Device evaluation: d6b, d9, g3, g6, h2, h3, h6, h10. Tiger aesthetics medical received the suspected device from the customer and performed a failure analysis. The device was returned intact and functional with balding areas of texture shell on the anterior surface and moderate yellowing. The device weighed 322.1 grams. No additional observations. Tiger aesthetics medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Correction: b5, b6, h6.

Event description:
Bilateral capsular contracture, baker grade 2, right side.